Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during training by a getinge applications specialist, the cardiosave intra-aortic balloon pump (iabp) unit was alarming batteries need changing and that they needed to disconnect the trainer as   there was a patient connected. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
The getinge field service engineer (fse) replaced the batteries. The new batteries were fitted, tested, and were charging correctly.